Event description:
Clinical services specialist (css) on site reported a drive tube break after an alarm #46: accelerometer system alarm. There was a loud bang and then accelerometer alarm stopping the centrifuge. No blood leak alarm. Patient was reported to be stable. Patient was treated successfully on other clx and was already planned for transfusion tomorrow morning prior to treatment 2 of this (her 2nd cycle). Service order (B)(4) was dispatched. Costumer provided photos for analysis.

Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d107. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break nor for alarm #46: accelerometer system alarm. A corrective and preventive action has been initiated for centrifuge bowl leak/break and also for alarm #46: accelerometer system alarm. Service order (B)(4) was completed: service engineer replaced hematocrit sensor and door seal. A photo analysis was conducted for this complaint. Review of the customer supplied photographs confirmed the reported leak. The analysis determined the root cause of the leak was delamination of the upper bearing stop from the drivetube. The bearing stop delamination allowed the drive tube to rub against the wall of the centrifuge chamber, damaging the drive tube and causing a leak. Corrective and preventive actions have been initiated to address the potential root causes of drive tube delamination. This assessment is based on the information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.